Event description:
It was reported that during a prostatectomy procedure, the hand piece did not pass the pre run test. The case was completed by using another handpiece. No pt consequence was reported.

Manufacturer narrative:
Date sent: 07/08/2008. The hand piece was returned with a loose mount. It was tested on a generator and no error codes were noted. The instrument no longer meets design specifications for phase margin. For further analysis, the hand piece was disassembled and a torn acoustic isolater was found inside. Due to this condition, may lead to occur activation issues or incomplete initial test. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.